Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the outlet on the manifold of the oxygenator was broken. No impact to patient as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).